Manufacturer narrative:
Complaint device has not yet been received for evaluation. A supplemental report will be submitted if and when the device or any additional information is received.

Event description:
Allergan aesthetics received a report that a coolsculpting unit was leaking. Coolant leaked to the floor.

Event description:
Upon further review of the reported event, the event is not consistent with a unit leak.

Manufacturer narrative:
Device was returned and an investigation was completed. The internal inspection did not find a control unit leak; therefore, this report is not considered reportable for control unit leak.